Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump allegedly dispensed all the insulin from the cartridge during the load step and the pump emitted a "no cartridge detected" alarm. The patient confirmed that she was not connected to the pump at the time of the alleged load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed numerous "no cartridge detected" warnings during the initial setup. On testing, the pump failed to recognize the cartridge during the load step and emitted a "no cartridge detected" warning. Calibration testing of the force sensor was not possible due to the load step failure. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.